Event description:
On 1/12/99, the facility's operating room dir informed the MFR's sales rep of the following: the device was implanted on 5/08/97. On 6/25/97, the device was explanted and upon removal of the device, it was noted that catheter shearing had taken place. The device was discarded by the facility. No further details were provided.